Event description:
It was initially reported that the pt experienced the following symptoms: "red like a rash and itchy inside" several months after a new pump and catheter implant. The pt was on antibiotics for 8 days and "it did nothing." An ultrasound was performed which showed no fluid collection around the pump. The hcp planned to use an allergy test kit. The pt had a previous pump which was in a mesh pouch; this pump was not. It was later reported that the rash was forming over and slightly above the pump. It was also noted that the area over the pump becomes dark red and irritated as the day progresses and seems to get better overnight; "inflamed by activity". In the morning, when the pt awakened, the skin was improved and only a light red. The reporter believed that the "allergic reaction" issue should be treated more aggressively. It was subsequently reported that the pt also experienced a fever and swollen lymph nodes. The pt also has swelling, fatigue and "gets sicker as the day goes on." The reporter believed that something was poking the pt at the connection between the pump and the catheter. An MRI was performed, but was "done poorly because equipment shook and catheter could not be seen." The pt had a pump refill which caused "yellow fluid to run out and nurse could not get it to stop." Lab, blood cultures and MRI did not show infection. The pt was seen by a "wound doctor" and was given creams to try which did not resolve the issue. Pt has also had "shot of antibiotics." The current hcp had recommended that the pt see a hematologist. Hcp also wanted the pt to be admitted to the hospital; the pt declined as he believed that the admission was going to be for infection and "no orders were made." Per this report, "doctor is not doing enough to find out what is wrong." Hcp had indicated that they could "compel them" to have pump removed, but would not like to do so. The pt wanted to get a second opinion. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).